Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the e433 error log was confirmed but the symptoms were not able to be reproduced. The manual generator board, relay board, high voltage power supply board, and mother board needed replaced. The following non-reportable malfunctions were found during the device evaluation: the bipolar connector had a poor connection and was shaky. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. The issue was found during preparation for use. There were no reports of patient harm.